Event description:
The recipient reportedly experienced tenderness behind the pinna. The recipient received treatment including shots every other week.

Manufacturer narrative:
Advanced bionics no longer considers this event reportable. The recipient's issue is reportedly not device. The recipient remains implanted and is using the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics no longer considers this event reportable. The recipient's issue is reportedly not device related. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.